Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that the patient was hospitalized due to their pd therapy. Upon follow up, the pdrn stated they are familiar with the patient who was hospitalized on (B)(6), 2023 following severe abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6), 2023 presented with escherichia coli in the culture and an elevated wbc count (exact count unknown). The pdrn stated the patient was diagnosed with peritonitis due to intra-abdominal sources involving ¿ongoing gastrointestinal (gi) issues¿ initially experienced by the patient prior to this event. The pdrn explained the patient has a gi infection in refractory that is unrelated to pd therapy and not due to deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn reported the patient was given intravenous (IV) vancomycin and IV ceftazidime (dosage, frequencies and durations of both antibiotics unknown) for antibiotic therapy while hospitalized. The pdrn stated the patient¿s pd catheter was removed during this hospitalization due to the severity of infection and a central vascular catheter was placed in favor of hemodialysis for renal replacement therapy. The pdrn reported the patient underwent hd on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged to home on 8/may/2023. The pdrn confirmed the patient¿s peritonitis, and the associated hospitalization was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues with hd and is currently being trained for home hd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to intra-abdominal sources as reported by a medical professional. Though a less common source of infection, it is well known peritonitis can stem from intra-abdominal sources, namely inflammatory responses due to infection as seen in this case. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that the patient was hospitalized due to their pd therapy. Upon follow up, the pdrn stated they are familiar with the patient who was hospitalized on (B)(6)2023 following severe abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6)2023 presented with escherichia coli in the culture and an elevated wbc count (exact count unknown). The pdrn stated the patient was diagnosed with peritonitis due to intra-abdominal sources involving ¿ongoing gastrointestinal (gi) issues¿ initially experienced by the patient prior to this event. The pdrn explained the patient has a gi infection in refractory that is unrelated to pd therapy and not due to deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn reported the patient was given intravenous (IV) vancomycin and IV ceftazidime (dosage, frequencies and durations of both antibiotics unknown) for antibiotic therapy while hospitalized. The pdrn stated the patient¿s pd catheter was removed during this hospitalization due to the severity of infection and a central vascular catheter was placed in favor of hemodialysis for renal replacement therapy. The pdrn reported the patient underwent hd on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged to home on (B)(6)2023. The pdrn confirmed the patient¿s peritonitis, and the associated hospitalization was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues with hd and is currently being trained for home hd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.